Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the implant, it was noted that patient's blood pressure had dropped due to bleeding caused by the introducer. Hematoma was noted. Vascular surgeon was called to repair the puncture. The patient was stable.